Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer programed a multiwave bolus on the spirit combo insulin pump. He confirmed the bolus, but the display was black the ok button was non- functional. Customer changed the battery and the pump started with e8. Customer could not confirm the e8 message. Ok button again non-functional. No adverse event reported. A request was made for the return of the device.